Event description:
While using a byte night aligners, patient has reported that when they were putting in their aligners a tooth broke. They had to have the tooth repaired, a filling was done.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.